Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an adverse event and subsequently passed away due to an unknown cause after undergoing a surgical procedure in which vascu-guard was used. The adverse event was further described as ¿the vascu-guard was clotting¿ (not further specified). No further detail was provided regarding the indication for the surgery or the medical intervention for the event. It was not reported if an autopsy was performed. No additional information is available.